Event description:
Baby in surgery for exploratory laparotomy. On return to nicu the nurses noted reddened areas on the left flank, thigh, foot, and forearm. Over the next several hours, redness faded except on forearm. The patient developed blisters on the left forearm that are being treated with antibiotic ointment and dressings. Review of operative report indicated esu ground pad was on "butt and back" and that the site was unremarkable at the beginning and end of case.